Event description:
It has been reported that during final implantation of tibial insert-insert was fully seated, but would not lock down. Second insert was opened, positioned and locked down with ease. There was no adverse consequence for the patient.